Event description:
Procedure: gynecology. Reportedly, during the introduction of a second trocar, so as to protect the bowel, the surgeon used the trocar sleeve already in place from the first trocar as a barrier for the second trocar introducer (introducer fitted through the sleeve of the trocar). The sleeve broke and a piece was removed from the patient's peritoneum at the end of the operation.